Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported in a double-blind optease vena cava filter survey, respondent thirteen mentioned that it took more than one attempt to retrieve and remove an optease retrievable vena cava filter, but it was removed successfully with an available gooseneck. It was also reported that the patient developed pulmonary embolism with other source of emboli within thirty days of placement. There were no additional reports of patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "pulmonary embolism and filter retrieval difficulty¿ could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The listed are known complications (with increased risks associated with filters not removed within 12 days of implantation) and are documented in the IFU as such. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the optease® retrievable filter has not been studied for long term implantation and must be retrieved within 12 days after placement. Possible procedure complications include, but are not limited to, the following: air embolism, hematoma at the puncture site, incorrect positioning of the filter, incorrect orientation of the filter, perforation of the vessel wall, restriction of blood flow, occlusion of small vessel, distal embolization, infection, intimal tear, filter fracture, thrombus formation. If the filter is not removed within 12 days of implantation, the possible long-term complications associated with filter implantation include, but are not limited to the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ long indwelling times of the optease can lead to the filter imbedding into the vessel wall, which can lead to retrieval difficulty. In addition, retrieval difficulty can also be related to user and fluoroscopy technique, since proper visulation of the hook and snare is necessary for efficient removal. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in a double-blind optease vena cava filter survey, respondent thirteen mentioned that it took more than one attempt to retrieve and remove an optease retrievable vena cava filter, but it was removed successfully with an available gooseneck. It was also reported that the patient developed pulmonary embolism with other source of emboli within thirty days of placement. There were no additional reports of patient injury. The device will not be returned for evaluation as it is not available.